Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The attachment device was evaluated and found that the coupling power supply was not functioning and was defective, and position ring 3 pins loose, indented. It was further determined that the device failed pretest for check the function of the positioning ring and verify if secured with pin. It was determined that this failed pretest was a normal consequence of the defect covered from a recall action for pin rework. It was also noted that since this is a recall device, a root cause will not be provided for the additional failures. Therefore, a root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device had a coupling problem. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.